Event description:
The customer reported that the event occurred during the preparation of instrumentation before a surgical procedure. The nurse noted that they have some difficulties in matching the screwdriver with the involved screw. The screw wasn't used on the patient. No adverse consequence reported and no delay in the procedure time. The surgeon completed the procedure using another item available in the theatre.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.